Event description:
It was reported that, when connecting the x8-2t transducer or x5-1 transducer, the epiq cvx ultrasound system displayed a message regarding transducer connection. The issue occurred during an unspecified surgery and the procedure was stopped. A philips service engineer replaced the acquisition module to resolve the customer's immediate concerns. There was no patient or user harm associated with this event. No further information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.